Manufacturer narrative:
H10: the actual device was evaluated on site by a qualified technician. Upon inspection, the reported problem of faulty wheels was confirmed. To resolve the issue, the qualified technician replaced the left front wheel and the device was returned to service. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during disinfection of a prismaflex machine the left front wheel ruptured and fell off. There was no patient involvement. No additional information is available.